Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic for two routine device checks, one year apart from one another. Interrogation performed in (B)(6) 2019 revealed that the device had a longevity estimate of 5.1-5.4 years until elective replacement indicator (eri). Upon interrogation performed on (B)(6) 2020, it was revealed the device had previously overestimated the longevity of the device, as the longevity estimate was now 1.6 years until eri. There was no allegation of premature depletion on the device. No intervention was performed. The patient was stable.